Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found no failures on the device upon arrival. The customer ran a report on the station to identify drawer failures, and the report showed that all auxiliary drawers had failed and were not detected on the bus. The field service engineer powered off the station, removed the back panel, and inspected the pyxibus cable. The engineer found a burn cut on the cable, which possibly caused the malfunction. The field service engineer replaced the pyxibus cable and restarted the device. Functionality was successfully verified, and the customer reported no issues after the repair was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, all drawers kept failing and was not detected on bus. The customer rebooted the device and attempted recovery, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, all drawers kept failing and was not detected on bus. The customer rebooted the device and attempted recovery, but the issue persisted. The customer reported that there was a delay in patient care. As per part investigation, it was determined that the issue was due to a damaged pyxibus cable with exposed copper strands causing thermal damage and loss of communication, resulting in drawers not being detected on the bus. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the reported condition of "es - all drawers keep failing, not detected on bus" was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that all auxiliary drawers had failed and were not detected on the bus. The fse powered off the station, removed the back panel, and inspected the pyxibus cable. The fse found a burn cut on the pyxibus cable, which possibly caused the malfunction. The fse replaced the pyxibus cable and restarted the device. Functionality was successfully verified, and the customer reported no issues after the repair was completed. During dchu visual inspection: pn 121085-01: the unit revealed signs of thermal damage, including exposed copper strands with sharp bends and visible burn marks. No fluid ingress or other anomalies were observed. During dchu testing: pn 121085-01: no testing was required due to evidence of thermal damage, including exposed copper strands with sharp bends and visible burn marks observed on the "assy cbl pyxibus 7 drawer". The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint that "es - all drawers keep failing, not detected on bus" was due to the damaged "assy cbl pyxibus 7 drawer (pn 121085-01) which had signs of exposed copper strands leading to the observed thermal damage and resulted in loss of communication, preventing the drawers from being detected on the bus and compromising their functionality.